Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had received unexpected restart and a cold reset was performed as well as full black screen. The customer¿s blood glucose was unknown. Customer reported that they were able to clear the alarm. Customer also reported that the insulin pump did require rewind. Customer was able to complete rewind. Customer stated that the calling back after completing insulin pump error alarm troubleshooting and receiving another insulin pump error alarm after a battery change. Customer stated that the black screen disappeared. Customer may continue to wear the insulin pump until replacement arrives. Advised discontinue insulin pump use. The insulin pump will not be returned for analysis.